Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the device was deployed and upon removal of the plunger from the body of the device, the suture broke. The device was removed and hemostasis was achieved using an angioseal. There were no pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.